Event description:
Np [nasopharyngeal] scope camera brought with ent [ear nose throat] md when placed into screen briefly showed clear view, however, then lost connection during procedure giving error "video pipeline failed to start. Disconnect visualization device(s). Consider rebooting the system if the problem persists". Attempted to re-boot screen, disconnected camera, and also plugged and re-plugged power supply. All troubleshooting attempts met with same error. Tried on ed [emergency department] ambu scope screen with same error. New scope obtained from ed supply, and this functioned appropriately.